Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the retrieval string separated from the pessary during removal and the pessary remained inside her body. The pessary was removed with the assistance of a medical professional. No consequences reported.